Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to moisture damage keypad traces. No moisture damage found inside the pump. Pump received with cracked case at display window corner, battery tube threads, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm during a bolus. The customer's blood glucose was unknown. The customer reported the insulin pump was exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.